Manufacturer narrative:
Final device analysis reveals the straight pump connector + 2.3 cm catheter segment were returned. Thoroughly inspected connector, catheter segment, and strain relief shroud. No anomalies seen. Acceptable catheter testing: no anomaly found.

Event description:
The hcp reported that the pump connector was broken. The catheter was surgically revised; 1 inch of the catheter was removed. Pt symptoms were not reported.